Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. At the time contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and device failed audio test. The device speaker was measured and found to have high resistance. The customer complaint of no audio output was confirmed and the root cause was determined to be a defective speaker sub-assembly.